Event description:
It was reported that during an unknown procedure, "there were wound dehiscence after suturing with stratafix devices. Two events occurred in subcuticular skin layer". Ref. (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported has not been received. Method: the actual product involved with the incident reported has not been received. Results/conclusions: the actual product involved with the incident reported has not been received. No product evaluation can be performed at this moment. Relevant portions of the device history record were reviewed. Finished good product as well as the suture component were received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialties (B)(4). Requirements throughout the incoming, manufacturing and the final inspection processes. No inventory available for the finished good lot reported. At the time of this report samples have not been received. Upon receipt of samples a follow up report will be submitted once the evaluation is completed. Dehiscence, is a known risk with any suture material. The most probable root cause for post operative dehiscence can not be determined with certainty based on the information provided. Reference: complaint (B)(4), item #sxmd2b410 stratafix spiral pga-pcl knotless tissue control device -2fs-1 2-0 und monoderm 30x30, lot: mbrs780.